Event description:
Caller reported cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer received complete pump reset information from technical support, who assisted in conducting the reset. After the reset, the error code did not reappear, and the customer was able to successfully start their sensor session.